Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed one other similar product complaint file(s) from this lot. (280429).

Event description:
During dressing application, pt had the following symptom: chest pressure, nausea, blushing. The symptoms had been resolved after 5 minutes. No treatment rendered. Outcome of PICC line: PICC line remained insitu for 45 days.